Event description:
Reporter alleged about three weeks prior blood glucose measured 438 mg/dl during back to back testing with a result of 92 mg/dl performed iwthin a minute of each other. No actions were taken and no treatment was reportedly rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.